Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished psee60a with lot number v95n35, and no non-conformances were identified. Manufacturing date: 08/25/2021. Expiration date: 07/31/2024.

Event description:
It was reported that during the surgery,after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.